Event description:
It was reported that this inflatable penile prosthesis would inflate but then deflate during intercourse. Therefore, the patient underwent surgery and the physician replaced the device. There were no patient complications.